Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer's blood glucose value was 54 mg/dl. Customer stated she got blood at site and had 5 sensors that failed in a row also she said that her new transmitter was not communicating to her pump. Customer declined troubleshooting and said she was treated already by eating carbohydrates and juice. Customer stated the blood went inside the sensor. Customer stated there were bruising and knots, and blood at site. Customer stated the site was not actively bleeding. The devices will not be returned for analysis.